Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip detached exposing the tip of the metal corewire approximately 4.1cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of distal tip corewire fractured. The ptfe proximal section of the wire was found broken and not returned. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage.¿ there is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-00130 and 3005099803-2015-00131 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the jagwire guidewire reached the common bile duct, the physician noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The physician used a second jagwire guidewire and noticed that about 5cm of the hydrophilic tip detached in the duodenum exposing the tip of the metal corewire. The procedure was completed using a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-00130 and 3005099803-2015-00131 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the jagwire guidewire reached the common bile duct, the physician noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The physician used a second jagwire guidewire and noticed that about 5cm of the hydrophilic tip detached in the duodenum exposing the tip of the metal corewire. The procedure was completed using a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.